Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication with the customer, livanova deutschland learned that the heater-cooler system 3t device is regularly cleaned per instruction for use and placed inside of the operating room, away from the patient with a distance between the surgery field and the device of approximately 2 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium. There was no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Hospital perfomed test lab and report confirms the contamination with mycobacterium chimaera. The report has be provided to livanova deutschland.

Event description:
See initial report.

Manufacturer narrative:
H.10: on (B)(6), 2020 through follow-up communication under another complaint from the same hospital livanova learned that the device was cleaned and maintained as per the instruction for use and that it was placed inside the operating theatre during use at an estimated distance of two (2) meters with the fan pointing away from patient outisde central airflow zone of theatre. Furthermore, livanova learned that the tanks are emptied during period of non-use(i.e. Week ends). However, the hospital has one device left full of water for emergencies while the other two devices remain empty. For the emergency unit the peroxide (h2o2) level is not checked on a daily basis as prescribed by the IFU (not checked during week ends). Reportedly, for this specific device the h2o2 level was adequate when checked on monday. In addition, livanova was informed that the hospital is user of reusable blankets and it is reasonable to assume that the hospital was user of reusable blankets also back in 2019. It can't be excluded that the usage of reusable blankets may have caused/contributed to the reported contamination.